Event description:
The customer reported that the surgeon believed the device was not sealing correctly. It was noted that regrasp alarms, indicating to the user that the seal cycle was not completed and to reattempt sealing, were being heard. Blood loss was described as being less than 200 ml. The case was converted to open and completed with sutures. The pt is reported to have fully recovered.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.